Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the small battery drive device was not working. During in-house engineering evaluation it was determined that the bottom trigger of the device was broken. It was further determined that the device failed pretest for unintended motion, check sticky speed trigger, check off mode, check oscillation/forward/reverse mode function, check oscillation angle, check switching function forward/reverse, and check power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.